Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the full height drawer 5 failed due to the broken rails and retractor band. A field service engineer resolved the issue by replacing the rails and retractor band. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system drawer 5 failed to recover while accessing the medication. Additionally, it was reported that the user was able to retrieve the needed medication from additional devices and the in-patient pharmacy and confirmed there was no delay or patient harm. There were no adverse events or injuries reported based on this event.